Event description:
It was reported that an alert for out of range hv lead impedance was observed via remote monitoring with an asymptomatic patient. Upon review of records, high hv lead impedance measurements was noted. At a subsequent follow-up, the shock vector was reprogrammed and the svc coil was programmed off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.